Manufacturer narrative:
Tracking number: (B)(4). Endo gia adapter xl has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the device fired but then would not open. After waiting a few minutes, the device opened when the buttons were pressed. The case was completed with a manual handle. The current patient status is fine. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation of the device and an evaluation of the returned device. The device memory was uploaded and indicated 29 autoclave cycles for the adapter and 27 autoclave cycles for the handle. The adapter was dismantled for internal evaluation and residue was noted. No functional or visual abnormalities were observed with the handle. No other visual or functional abnormalities were noted once the load ring was replaced. The electronic data log was reviewed by engineering and shows that on the last firing of the system the unit fired and that the user attempted to rotate and articulate prior to opening the jaws. The rotation and articulation functions are inhibited during firing mode however so this may have contributed to the perception that the device would not function. A review of the device history records indicates each device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The reported condition was confirmed. The inability to rotate or articulate the reload jaws in the clamped position is considered a safety feature for the device. Secondary conditions not related to the reported condition were noted. The residue in the adapter can be the result of the battery being improperly cleaned. The investigation isolated the phantom reload failure to the size of the load ring chamfer being too small. Testing revealed that when no reload is attached, the chamfer on the inner diameter of the load ring rests against the leaf spring, creating a pre-load condition. Under certain assembly/tolerance conditions, this pre-load on the leaf spring can cause it to activate the sulu detect switch when a reload is not attached. A product enhancement has been initiated to prevent the phantom reload condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. Results: instrument improperly cleaned, load ring interference.